Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that a patient¿s implantable neurostimulator (ins) allegedly switched amplitudes on its own. The patient had been set up with adaptivestim 4 weeks after implant. The patient used one group with 2 programs. The upright position was program #1 and had amplitude set. Program #2 had no amplitude. The lying down program was vice versa. The patient stated that the programs had switched so that program #1 had no amplitude. A company representative met with the patient and noted that the amplitude/program change did occur. The patient stated she had made no changes to the programs. It was further stated that the cause of the issue was not determined. The patient was walked through adjusting the device over the phone on (B)(6) 2013.